Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1025402-2023-00044 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd difco¿ salmonella o antiserum group e factors 1, 3, 10, 15, 19, 34, there was a performance issue of one vial. The performance issue is unable to be listed as insufficient information was provided. No patient impact reported. The following information was provided by the initial reporter: "can't be tested."

Event description:
It was reported that while using bd difco¿ salmonella o antiserum group e factors 1, 3, 10, 15, 19, 34, there was a performance issue of one vial. The performance issue is unable to be listed as insufficient information was provided. No patient impact reported. The following information was provided by the initial reporter: "can't be tested".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.